Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation can be performed. The device is currently in police custody and has not been returned to resmed, therefore resmed is unable to confirm the alleged malfunction at this time. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that a patient using an astral 100 required CPR and subsequently expired. Allegation of device malfunction was not reported.

Event description:
It was reported to resmed that a patient using an astral 100 required CPR and subsequently expired. Allegation of device malfunction was not reported.

Manufacturer narrative:
The astral device was not returned to resmed. Review of the device data logs did not reveal any device malfunction. The investigation determined that there was no fault found with the device. An external investigation conducted by the customer at the police investigation department's request found no evidence of device malfunction. Resmed¿s risk associated with use of the device remains acceptable. Resmed reference #: (B)(4).